Manufacturer narrative:
Device was initially received for the complaint that during testing the pump had an ec 46221 error. During investigation found the detached downstream occlusion (dso) seal was identified during visual inspection. The customer complaint of ¿during testing the pump had an ec 46221 error¿ cannot be confirmed through pci functional testing, although the error code was found. The visual and functional testing was performed. Nd in the event log history. Upon further investigation, found the rear housing was damaged, dso seal was detached, and uso seal was delaminated. Replaced rear and front housing. Repair not completed due to missing part.

Event description:
It was reported that during testing the pump had an ec 46221 error. During investigation found the detached downstream occlusion (dso) seal was identified. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.